Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins). A pre-operative diagnosis of mispositioned leads was reported. The hcp reported a revision of the implant system with the explantation of the malpositioned lead and implantation of new leads with connection of the right buttock battery. The procedure was described and it was mentioned that the lead had slipped past through the anchor out of proper position. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp reported the patient wasn't in their system.